Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: versafitcup dm liner - ref. (B)(4) / lot 113816: 39 liners produced - 36 implanted. Cocr ball head - ref. (B)(4) lot 123110 (k072857): 40 heads produced - 28 implanted. Versafitcup dm - ref. (B)(4) lot 114163 (k083116): 60 shells produced - 54 implanted. All parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production for the three lots. From the data collected, there are no evidences that the infection is device related.